Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was cracked, and the lcd's internal components were not functional. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to not be cracked and not working. The lcd printed circuit assembly/board needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.